Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 after the patient experienced a fall causing the dorsal plate to back out. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates that a fall experienced by the patient may have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 after the patient experienced a fall causing the dorsal plate to back out. No other patient outcomes were reported as a result of this event.